Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "breast implant rupture". This record is for the left side. The device was explanted, replaced and will be returned.

Event description:
Healthcare professional reported "breast implant rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported. Corrected data: b2 b5 h6 h10. Clarification h10: this corresponds to the device prior to this device.

Event description:
Upon further review, it has been determined that the previously reported event of rupture did not occur with this device and that adverse event belongs to the device which was replaced by the device on this record. This record will be unreported.

Event description:
Healthcare professional reported "breast implant rupture". This record is for the left side. The device was explanted, replaced and will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4., h.4.